Manufacturer narrative:
Corrected data: type of reportable event corrected (updated b1).

Event description:
It was reported the trach tube had a subglottic port split; specifically on the blue end where the syringe attaches. This trach tube was inserted on (B)(6) 2022. The customer was unable to aspirate any subglottic secretions. A premature trach tube change (like for like') was successfully completed. The customer was then able to successfully aspirate 3ml of secretions from the replacement device's port. No other information has been provided at this time.

Manufacturer narrative:
Other, review of the device history records show there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. Under visual inspection suction connector seemed to be without any defect. Under functional testing a syringe was inserted into the connector and crack in connector split line was observed. The root cause of the issue could not be determined - it could be a moulding defect or excessive force used when connector was connected with syringe. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.